Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2007 and mesh was implanted. The patient reported experiencing erosion of the mesh three months after having had 18 surgeries coming up to the (B)(6). The patient has severe disabilities, constant pain and has been unable to have sex or a relationship since 2007. The patient had hospital admissions. The patient had ovaries removed and a mass. The patient has a kidney cyst. The patient has poor functioning bowel and bladder constant infection. The patient has an open wound that can never be taken out or repaired. The patient has bled constantly for the last 20 years, the patient has nerve damage. The patient has numbness in the leg where it bows and collapses. The patient has abdomen pain, discharge and bacterial vaginosis thrush. The patient has severe depression and cannot get home care. The patient further reported it will never improve no matter how many surgeries, the damage has been done to the bladder and bowel. The patient has been overdosed on morphine and cannot take many painkillers. The patient is severely allergic to most and to most antibiotics and is supposed to be on an antibiotic every day. No further information available as reporter details have not been disclosed (confidential).